Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked. The following information was provided by the initial reporter; the endocrinology department of our hospital used an intravenous indwelling needle and found water seepage at the connection between the sealing cap and the hose.

Manufacturer narrative:
1. DHR/bhr review(lot#2353987): 1) this batch of products were assembled at intima ii auto line 2 in december 2022, and packaged at cfs package line in december 2022. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals about this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As the specific site and damage state of the leakage of the complained sample cannot be identified, the root cause of this defect cannot be determined.

Event description:
No additional information provided.